Event description:
A caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, and the caller successfully reset it. The malfunction code did not recur, and the customer was advised that they could continue using the pump while being instructed to call back if the issue recurs.